Event description:
It was reported by service report that the fowler drifts down and would not hold weight. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Evaluation: fowler.